Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a 7. 5cm biliary stricture due to cholangiocarcinoma. The stricture was measured under fluoroscopy using the 5cm hydrophilic tip of a jagwire, along with a catheter. As the stent was being deployed, it was observed that the stent was longer than 8cm as stated on the packaging. The stent appeared to be 11cm in length and much too large for the patient. The stent was reconstrained and removed from the patient. The procedure was completed with another wallflex stent of an unknown size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. However, a review of the manufacturing documentation found no issues; indicating that the device met its material, assembly and product specifications at the time of release to distribution. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The stent was being deployed when it appeared to be longer than the size measurements on the packaging. Therefore, the stent was not fully expanded at the time, which would cause the stent to elongate and appear longer. This could have been a potential contributing factor to the complaint incident. However, based on the evaluation conducted, no definitive root cause could be determined.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a 7. 5cm biliary stricture due to cholangiocarcinoma. The stricture was measured under fluoroscopy using the 5cm hydrophilic tip of a jagwire, along with a catheter. As the stent was being deployed, it was observed that the stent was longer than 8cm as stated on the packaging. The stent appeared to be 11cm in length and much too large for the patient. The stent was reconstrained and removed from the patient. The procedure was completed with another wallflex stent of an unknown size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.